Event description:
The cardiac cath lab (ccl) while performing a right and left heart catheterization procedure, during the access portion of the procedure, the venous sheath tip broke. The pt remained stable without any s/s of distress. The cll unit used a snare to retrieve the broken tip.